Event description:
A 12 mm standard body fmmc stem reportedly would not fit in prepared canal even when rasped to 13 mm. Femur split in trochanteric region during reaming/rasping and was wired. A 12 mm cemented stem was implanted.